Manufacturer narrative:
The field svc engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse verified the alignments and the ultrasonics. Then the fse performed sys check and high sensitivity (hs) sys check both passed specs. The fse verified repairs per established procedures and results met published specs. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 through 10/23/2010 for add'l reportable events. This is 9 of 27 separate MDR reports related to 27 pt events associated with a single malfunction report. Reference MDR numbers for all related events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated free t3 (ft3) results generated on a unicel dxl 800 access immunoassay system for 27 pts. The customer re-ran the samples and the results were lower and in a different clinical category. The initial erroneously elevated results were not reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.